Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing, sterile water was injected into foley catheter but it was not possible to expand.

Manufacturer narrative:
The reported event was confirmed- manufacturing related. The reported failure was able to reproduce. Based on the evaluation, it was observed that water leaks from the catheter valve during water inflation. Sample was evaluated and found crack on valve. It is highly suspected that during the valving process, double valving happened that caused the valve to be damaged/ broken. A review of the manufacturing process indicates that the process can produce of this type of defect. This complaint is manufacturing related. A potential root cause of this failure mode could be due to incorrect air pressure setting for valving process. A potential root cause for this failure mode could be due to incorrect air pressure setting for valving that cause crack or crushed valve. Based on information in the fmea, the risk of this failure is low. Current controls in place are adequate to mitigate this failure mode. A review of the device labelling has been conducted for investigation purposed. The IFU was attached on the investigation overview element. The labeling and instructions for use were found to be adequate. A review of the manufacturing process indicates that the process is capable of producing of this type of defect. However, current in-process controls per pfmea are adequate to identify the defect or verify the product integrity. Correction: d, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during testing, sterile water was injected into foley catheter but it was not possible to expand.